Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's expiration cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2021 at 00:22:34 to 06:30:19, per the timestamp. Throughout the log file the pump operated as intended above the low speed limit. Additional information regarding the event, including product return requests, was requested from the account; however, no further information has been provided at this time. (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 20dec2017. The heartmate ii left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found unresponsive around 00:30 on (B)(6) 2021 by their spouse with their left ventricular assist device (lvad) alarming "connect batteries." They plugged the patient to ac power and called ems (emergency medical services). CPR (cardiopulmonary resuscitation) was performed at the patient's home before they were transported with no batteries or power connection. A lund university cardiac assist system (lucas) device was used in the field. The patient was under cardiac arrest upon their arrival. The lvad was disconnected at 15:55 on (B)(6) 2021 per the family's request; the patient had a do not resuscitate (dnr) status. Log file analysis captured a low voltage hazard event on (B)(6) 2021 at 19:23 while the patient was connected to the mobile power unit (mpu); this appeared to be from a total loss of power to the mpu. The backup battery was enabled until power was restored to the mpu. Low flow alarms were noted on (B)(6) 2021 at 00:30 and 00:59. There were also low flow events at 00:45 and 00:52-00:59 with accompanying low voltage hazards and no external power events while using the mpu; both power leads were noted to be disconnected from 00:54-00:59. This also appeared to be caused by a loss of power to the mpu; the backup battery was enabled until power was restored at 01:22. More low flow events were noted on 05:03-06:30. There was no interruption to pump support during any of these events. Related MFR #: 2916596-2021-06826.